Manufacturer narrative:
(B)(4).

Event description:
Customer stated that the iipdtl driver tip fractured. However, the doctor was able to finish the procedure.

Manufacturer narrative:
After additional information was received on apr 28, 2018, it was determined that this event no longer meets the criteria of a malfunction that if it were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submission for MFR- 0001038806 - 2018 - 00185 submitted on mar 07, 2018 is no longer considered a reportable events by the manufacturer and no further report will be submitted for this event. One certain® driver tip was returned for inspection. The device shows signs of wear consistent with use. The hex tip is in good condition, as is the o-ring. No signs of fracture were detected. The product was functionally tested with a mating house implant, and found to assemble and disassemble with the implant as normal. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and one related complaint was found for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instsm rev d 02/16. Information identified: no-touchtm delivery of certain® internal & external hex connection tapered implants: for the certain internal connection implant, pick up the implant from the surgical tray using the dedicated certain implant placement driver tip. Carry the implant to the mouth facing upward to prevent accidental dislodging. Due to wear, periodic o-ring replacement (irordr) is required for the certain internal connection driver tip. Certain internal connection driver tips should be inspected for wear before use. Complaint alleges the driver tip fractured. The complaint was unconfirmed during inspection. A root cause for the reported complaint could not be determined, as no deficiency was detected following inspection. The following sections were updated: date of this report, expiration date, UDI: (B)(4), date received by manufacturer, follow-up number, follow up type, device evaluated by manufacturer: change ¿no¿ to ¿yes¿, device manufacture date, evaluation codes, additional narrative.